Event description:
It was reported that before opening the package, the customer found damage to the part where the cuff was bonded.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review could not be completed as no lot number was provided.